Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: sterile part:498.831s. Sterile lot no:180l013. Release to warehouse date: 22 may,2023. Expiry date: 01 may,2033. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 498.831. Lot number: 6157p50. Manufacturing site: mezzovico. Release to warehouse date: 08 may 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery (l1/3) for trauma, the gold screw of the fracture clamp idled during tightening. The screw was found to be threaded when replaced and appeared to be defective. The screw was never removed intraoperatively, so it is thought to be an initial defect. The surgery was completed successfully within 30 minutes delay. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h6 health effect - impact code & health effect - clinical code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.